Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had blurry image. The issue occurred during therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in cable. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to a kink in the cable. The most probable root cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had blurry image. The issue occurred during therapeutic procedure. There were no reports of patient harm.